Manufacturer narrative:
(B)(4). The device involved has yet been received for evaluation and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: during insertion of the needle, the end broke off and stayed in the patient. The patient was converted to general anesthesia for the c-section. After delivery an ultrasound was used to locate the retained needle and an x-ray was used to confirm the position. It was concluded during the spinal surgery consultation that at this time they will wait to remove the needle. The patient started a course of antibiotics and will follow up in a few weeks.

Manufacturer narrative:
(B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed and the exact root cause of the reported incident could not be determined at this time. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.